Event description:
The customer reported that her insulin pump was suspended as she had low blood glucose of 19mg/dl, and the paramedics were called. The caller stated that she was unable to bring the insulin pump back up. Assisted with reviewing the status screen and found that the block feature was on. Instructed the customer with turning on. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming, and found that the time was set for twenty four hours. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.